Manufacturer narrative:
Details of complaint: the customer reported that arrythmia events were no longer alarming at the central nurse's station (cns). Replacing the affected bedside monitor (bsm) resolved the issue. No patient harm or injury was reported. Investigation summary: the nihon kohden clinical application specialist (nk cas) spoke with the customer, who stated that the patient was no longer alarming for vtach and other arrhythmias. She stated they were monitoring with a six-lead set, trace 1 was lead ii, and trace 2 was lead v1. Sensitivity was set to x1 and was in single analysis mode. No one had pressed the "learn ECG" button. Cas explained that if someone had pressed "learn ECG" while a patient was in vtach, this would tell the monitor that the meter qrs complex is a normal one and the monitor would then not alarm. She stated they did not have parameters for vtach set on the telemetry transmitter patient and she verified this with other patients as well. The customer then needed to set the phone down, as the patient was in vtach (an audible crisis alarm was occurring). Cas was unable to assist with further troubleshooting at that time. The following day, the customer reported they had replaced the affected bsm, which resolved the issue, and the cns was alarming as intended. The customer was to call back if they determined that the bedside had failed. Information regarding the bedside device was not provided. A service history for this facility was reviewed for failed bedside alarms. No related events were found around the time of this report. There is insufficient information available for further investigation. There is no indication of cns device malfunction. A review of the service history for this cns shows this is an isolated incident, and there is no recurrence history for this device. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. B6 - b7. D10 attempt # 1: 11/15/2022 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 11/17/2022 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3 11/28/2022 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: bsm: model #: ni. Serial #: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that arrythmia events were no longer alarming at the central nurse's station (cns). There was no patient injury reported.

Event description:
The customer reported that some alarms are not going off on the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
The customer reported that some alarms are not going off on the central nurse's station (cns). The customer resolved the issue by replacing the bedside being monitored on that sector and now the cns is alarming using the new device. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.